Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that a pediatric ilet user experienced hypoglycemia after meal announcements were entered twice within minutes, which appeared to contribute to low glucose despite initial correction with a candy bar; subsequent treatment with orange juice and snacks was provided, and glucose later rose to 118 mg/dl and was trending up. Symptoms included measured hypoglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included temporary impact to blood glucose control without need for medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting with education on correct meal announcement behavior. Investigation of this case revealed user technique issues related to multiple meal announcements in a short interval. It was concluded that the event involved hypoglycemia with unclear root cause, with contributory user behavior addressed through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.